Event description:
Caller reported that the pump battery would not charge, and despite attempts using different wall adapters and charging cables, the issue persisted with an unstable connection. There was no reported impact to the customer's blood glucose level. As a result, technical support arranged for a replacement pump to be sent, confirming the shipping address, and instructed the caller on putting the pump into storage mode before returning it with a pre-paid label. The customer was advised to use multiple daily injections to ensure continuous insulin delivery.